Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited a loss of sensing and capture. Pocket manipulation intermittently restored normal sensing. All other electrical values were within range. On (B)(6) 2016 the physician elected to reprogram the device to vvi mode. No additional information was reported.